Manufacturer narrative:
The aquabeam motorpack was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam motorpack and treatment log files without success. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam motorpack/lot number 24c02284 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults. E22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error". Multiple troubleshooting attempts were made, including replacing the aquabeam handpiece; however, the error persisted. A second aquabeam motorpack was used to successfully complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.